Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that an occlusion alarm occurred. System check was performed and no issues were identified. The customer reverted to an alternate method in insulin therapy. Customer¿s blood glucose level was not impacted.